Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. Blood leak test strips were not used as the leak was visually observed from the hanson of the dialyzer. The treatment was discontinued. The machine, a fresenius machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination was discovered on the non-cavity ID end of the dialyzer. The delamination extended from approximately 330° to 20° with the dialysate ports situated at 0 degrees. No other defects or irregularities were visually noted on the fiber bundle or any of the molded dialyzer components specifically the hanson ports. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The lot history review was performed and there were no other reported complaints noted against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.